Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy by -11.85%. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: 5/27/2025. Received one device. Customer complaint of, failing accuracy test, confirmed through, accuracy test. Replaced, downstream occlusion sensor (dso) sensor. Performed delivery accuracy. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.